Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal a tampon unraveled and broke in half inside her. She had to manually remove the other tampon piece. She experienced discomfort and mild vaginal pain. She went to the ER and remaining tampon pieces were removed. She was prescribed antibiotic and followed up with her obgyn. She stated she is fine but started to experience stomach pain.